Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 27, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to reposition the magnet back into place. The implanted device remains. This report is submitted on september 5, 2022.